Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial liner screw mechanism broke off liner trial when surgeon removed the trial. All pieces were retrieved. No surgical delay.

Manufacturer narrative:
(B)(4). No device was received hence the complaint cannot be confirmed. A review of complaint databases identified similar complaints received. A lot specific search was not possible as no lot number was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.